Manufacturer narrative:
(B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient¿s lvad system experienced a connect power alarm. It was reported that lvad system was on battery support at the time of the event and the power connections were checked. The lvad clinician reported that the potential cause of the alarm was likely a poor connection with battery clips. It was reported that the patient did not have spare battery clips as they had been lost. The submitted log file was reviewed by technical services and revealed low battery advisories on (B)(6) 2017 at 8:58:31 pm and at 8:58:56 pm. These events appeared to be routine. There were no other unusual events noted within the event history and the pump continued to maintain pump parameters as intended. The patient provided with all new battery clips. The removed clips were discarded so would not be returned.

Manufacturer narrative:
The reported event of the system alarming ¿connect power¿ (power cable disconnected) can be confirmed based on the information recorded in the system controller log file provided by the customer. The log file contained approximately 9+ days of events, recorded from (B)(6) 2017. The log file contained numerous power cable disconnect and two low voltage advisory alarms. The low voltage alarms appeared normal alarms associated with depleted batteries. The majority of the power cable disconnect alarms appeared routine alarms associated with power exchanges. There were 2 (two) atypical connect power (power cable disconnected) alarms that suggest a possible connection issue between the batteries and the battery clips or the battery clips and the system controller power connectors. The investigation was not able to determine what caused these alarms as the battery clips were not returned for evaluation. According to the additional information, the battery clip set was discarded. As a result, this complaint file will be closed with no further actions. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.